Event description:
Jackson pratt drain tubing broke when removal attempted. Physician was able to retrieve a portion of the the retained tubing, but had to take patient to the operating room to remove the remaining piece.